Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The service engineer cleaned the expiratory cassette membrane and inspiratory pipe which resolved the problem. No part was replaced. The most probable cause to the reported issue is that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).